Event description:
It was reported that the patient's intrathecal catheter was "accidentally" cut during surgery. The catheter was clamped. The patient's therapy "was not working as expected" and had requested that the pump be turned off. The surgeon was aware that "it was not necessary to stop pump, that the roller would continue to turn, even though catheter was cut off." This was explained to the patient's family and they were "ok with all of this." The drug in the pump was hydromorphone (dilaudid). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical product: catheter model# 8709 lot# j10982r36 implanted: (B)(6) 2002 explanted: unknown.